Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider which indicated the head CT was normal on the day of the accident. The pump dosing was reduced to resolve the symptoms. The events were "probably" due to a concentration change, dosage change, and personal therapy manager (ptm) activation on (B)(6) 2015. The patient activation (pa) dose of morphine was 0.500 milligrams (mg) and the pa dose of bupivacaine was 0.1251mg. On (B)(6) 2015 this was reduced to 0.250mg and 0.0625, respectively.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6). It was noted the patient exited the study on (B)(6) 2015 as the patient was no longer available for follow-up.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient complained of numbness in lower extremity with boluses and weakness lasting 10 minutes starting on (B)(6) 2015. The clinical diagnosis was intrathecal medication secondary effect. It was indicated the event was possibly related to the device or therapy and possibly related to the drug bupivacaine with the drug action being increase dose. The pump was reprogrammed on (B)(6) 2015 but the issue was noted as unresolved at time of study exit/death/study closure.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a (B)(6) female patient receiving intrathecal bupivacaine 10mg/ml at 3.665mg/day and morphine 10mg/ml at 3.665mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications were listed as clonazpan for spasms related to the pain. The patient history was reported as tumors 30 years ago and instability of the cord due to tumor surgery. The patient reported that she was having side-effects from bupivacaine. Starting in (B)(6) 2015, the patient had thigh numbness on and off, thighs would feel weak with a hard time walking/standing. On (B)(6) 2015 the patient had two episodes of numbness and weakness, where she was wobbly and felt that her "motor muscles were affected". The patient also noted thigh numbness and heaviness in the chest for 20-25 minutes after giving a bolus. The patient also reported thoracic pain and sleepiness. The patient was going to ask the health care provider (hcp) to decrease both the bupivacaine and morphine. On (B)(6) 2015 a refill was performed, and the health care provider (hcp) decreased the dose of bupivacaine to 5mg/ml at 0.992mg/day, and the morphine dose was increased to 20mg/ml at 3.997mg/day. The next day (B)(6) 2015 the patient had a car accident at 7pm, where it was reported that she had horrible pain in the back of her head and back, lost consciousness and couldn't see anything. She then drove into the back/rear-ended a truck, but the patient doesn't remember doing it. This happened after feeling very sleepy that day. It was reported that the patient took oral baclofen 10mg and oral morphine at noon. The patient suffered a concussion, where a CT scan was done on her head/spine and it came back fine. She also had a headache for 3 days. It was reported that she has had no other episodes like this since, but had "constant sleepiness." The patient was going ask the hcp to decrease the morphine dose to see if that helps with the sleepiness, even though she knows her pain increases when they decrease the dose. The patient's situation was being addressed by the hcp. The diagnostics/actions/interventions regarding the patient symptoms remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information, and conformation that the symptoms were related to the dose change; if additional information is received this report will be updated.

Event description:
Additional information later received reported that the healthcare provider did not know if the patient's symptoms were caused by the device or the it medication dosage change; it was unknown. The medication dosages prior to the change on (B)(6) 2015 were morphine 3.675mg/day and bupivacaine 3.675mg/day. On (B)(6) 2015 the dosages were changed to morphine 3.497mg/day and bupivacaine 0.8743mg/day. On (B)(6) 2015 the dosages were changed to morphine 3.697mg/day and bupivacaine 0.9243mg/day. The patient was also taking ambien, clonazapam, and oral baclofen. The patient did not have any pertinent medical history.